Event description:
Additional information received reported that the detacher was used successfully to detach other axium coils in the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): as found condition- the axium prime coil was returned for analysis within a shipping box and within an opened axium prime outer carton. Visual inspection/damage location details: the axium prime pusher was found broken at the positive load indicator with the release wire extending out the end ~2.2cm. The proximal segment was not returned for analysis. The break indicator was found intact. There is no evidence of manual detachment at this location. The coin was found still against the lumen stop. Blood was found within the lumen stop and retainer ring. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found stretched/damaged with the polypropylene filament broken. No damages or irregularities were found with the lumen stop or retainer ring. Testing/analysis ¿ the exposed release wire was retracted, which failed to detach the implant coil as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, to gain access to the coin. The release wire/coin were retracted using a tweezer against resistance, and the implant coil became detached after a slight pull of the implant distally. A small amount of dried blood exited with the detach element. Dried blood was found on the detach element ball, and within the lumen stop and retainer ring. The inner diameter of the lumen stop was measured to 0.0028¿, which is within specification (specification: 0.00220¿ ¿ 0.0029¿). The coin was measured at three locations to be 0.083mm @ 0.063mm, 0.098mm @ 0.127mm, and 0.097mm @ 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm, 0.075mm ¿ 0.105mm @ 0.127mm, and 0.086mm ¿ 0.108mm @ 0.275mm). Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the lumen stop and retainer ring causing the coin to become stuck. No non-conformances to specifications were found that would contribute towards the non-detachment. The implant coil was found stretched/damaged. It is possible the implant coil became stretched/damaged when attempting to advance/retract against resistance or damage during return shipping to medtronic as the device was returned outside of its protective dispenser coil and introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium prime failed to detach. The healthcare provider (hcp) was treating a dural fistula from the arterial side. He accessed a small side vessel with the headway and wanted to block it with the problem coil to prevent possible reflux of onyx later in the case. The coil was successfully positioned but would not detach after 3 attempts with an instant detacher. The hcp then attempted the back up method of breaking the hypotube and pulling the filament. The coil still didn¿t detach and the hcp slowly and carefully pulled it back out of the microcatheter. The hcp did not try another instant detacher. There was no issue with the instant detacher. The devices were prepared as indicated in the instructions ofr use (IFU). The patient was being treated for an arteriovenous fistula. Vessel tortuosity was moderate. No patient symptoms or complications were reported.  Ancillary devices: microvention headway duo 167 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.